Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm during bolus. Customer's blood glucose was 151 mg/dl. Troubleshooting was performed and customer was assisted in performing a 5.0 fixed prime and insulin did exit. Customer was assited with delivering bolus and changing time on insulin pump.